Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with leakage. It was stated ¿ the catheter tip was damaged and there was a indication the catheter was pierced by needle. Needle was not bent..¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Five photos were returned for investigation. One actual sample in opened packaging was returned for investigation. Our quality engineer inspected the returned unit and did not identify a bent needle. Catheter damage was observed in the returned photo. A device history record review showed no non-conformances associated with this issue during the production of this batch. Catheter damage and v-cut were observed on the returned sample. The catheter damage and v-cut was caused by cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd insyte IV catheter there was an issue with leakage. It was stated ¿ the catheter tip was damaged and there was a indication the catheter was pierced by needle. Needle was not bent.¿ there was no report of injury or further medical intervention.